Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Based on a system log review it looks as if the system experienced an improper shutdown and the computer needs to be replaced. Awaiting customer approval to replace the computer. It is believed that the computer replacement will address the reported problem. If add'l issues are identified they will be reported as required.

Event description:
It was reported that the itrak 3500l system was locking up during case. There was no report of pt injury.